Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user couldn't find the medication on the profile. A technical support specialist helped the user with issuing the medication to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower aux could not find medication on profile and the user could not see patient's medications. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.